Event description:
Additional information was received that this cardiac resynchronization therapy pacemaker, which was being used for external temporary pacing support, was taken out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker was explanted due to infection and sepsis. After it was explanted, it was used as external temporary pacing support. This represents intentional off-label use. No additional adverse patient effects were reported.